Manufacturer narrative:
Date of event (b3) was not reported, therefore an estimated date was reported in this field. Product code (d2b) - additional product code qon premarket / 510(k) # (g4)- additional premarket/510(k) p190006 detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a revision was reported due to a lead fracture. The patient had previously experienced a revision in (B)(6) 2022 due to a lack of efficacy and the retained fractured lead was from the first removal. No further information was reported.

Manufacturer narrative:
Date of event (b3) was not reported, therefore an estimated date was reported in this field. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had a revision due to a lead fracture. No further information was reported.

Event description:
It was reported that a revision was reported due to a lead fracture. The patient had previously experienced a revision in (B)(6) 2022 due to a lack of efficacy and the retained fractured lead was from the first removal. No further information was reported.

Manufacturer narrative:
Date of event (b3) was not reported, therefore an estimated date was reported in this field. Product code (d2b) - additional product code qon premarket / 510(k) # (g4)- additional premarket/510(k) p190006. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a revision was reported due to a lead fracture. The patient had previously experienced a revision in (B)(6) 2022 due to a lack of efficacy and the retained fractured lead was from the first removal. No further information was reported.

Manufacturer narrative:
Date of event (b3) was not reported, therefore an estimated date was reported in this field. Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.